Event description:
The pt was admitted to the hospital for heart problems. The pt reported charging issues between the implant and the external equipment after being hospitalized. The pt also reported uncomfortable sensation when she attempted to charge the device. It was indicated that a defibrillator was used to shock her heart. The device labeling states that use of defibrillators may cause permanent damage to the implant. An advanced bionics representative performed device evaluation. The problem was confirmed. Explant surgery has been recommended.